Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. The technical service representative assisted the caregiver with clearing the alarm. The caregiver was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.